Event description:
Mentor breast implants caused significant long term health issues over a long period of time. Over the course of ten years chronic fatigue, chronic pain, fibromyalgia, sepsis, neurological effects brain fog, memory impairment, anxiety, bone density, auto immunity disorder and more. Unexplainable illness that were not present before implants and not genetic. No long term patient studies available to compare health issues. My doctor ordered medical related removal of implants and pathology and lab tests at (B)(6) found rare staphylococcus lugdunensis s. Lugdunensis is a coagulase-negative staphylococci that can cause invasive, suppurative and blood stream infections similar to those seen with (B)(6) . Rare staphylococcus epidermidis the implant removal pathology confirmed soft tissue, breast implant capsules, right and left, excision: epithelial lined fibroadipose tissue, consistent with breast implant capsules. This rare infection found in the breast capsule formed around the implant. The implants were removed with capsules and I was placed on strong antibiotics to kill the infection. This also led to complications. I will never fully recover from all of the years of auto immune response that had systemic impact on my body. The damage is done but at least the implants are removed and I know I won't get worse. The rare infection is known to cause bone infection which I know have degenerative disk disease and osteoarthritis. My teeth have all been removed. I have bone density osteopenia a couple of years after implants. I was much too young to have bone density issues in my early 40s and went from perfect teeth and smile to chronic jaw pain and dental decay. FDA report shows how this rare infection impacts bones and joints https://www.ncbi.nlm.nih.gov/pmc/articles/pmc7325404/ staphylococcus lugdunensis is a species of coagulase-negative staphylococci (cns) that induces a variety of infectious diseases, including skin and soft tissue infection (ssti), infective endocarditis (ie), and bone and pji. The capsules that form around implants are calcium walls that protect or shield the body from inorganic foreign matter. The capsules are calcium barrier that is a immune response. The species of cns induces soft tissue infection also which explains the chronic muscle pain and fibromyalgia. Auto immune responses that naturally occur to fight off infection create systemic breakdown over a long period of time. The FDA has asked mentor to provide long term studies to prove efficacy of their products. They currently have no long term use studies available and their products are designed to last over a decade inside of our bodies but no study was ever conducted. The long term damage and breast implant disease that these implants are damaging women's long term health systemically over long periods of time. I am permanently disabled after a decade of being ill, but happy I removed them before they killed me. Mortality is high as this infection leads to death if unfounded and untreated. In 2009 I was in ICU for sepsis which was unexplainable. The implants create an unfavorable and unhealthy potentially fatal breeding ground for this infection since it forced the body to protect itself with a bone/calcium shield (the capsule) since the natural body does not register the foreign matter (implants) as organic so it fights hard to create the capsule barrier that breeds this rare infection. The pathology and post surgery lab tests were from dissection of capsules removed from implants post capsulectomy. Gram stain performed at: (B)(6) flag a general information ordered by: (B)(6) collected: (B)(6) 2019 10:29 am from tissue resulted: (B)(6) 2019 1:20 pm, result status: final result. Before implants I did not have fibromyalgia or chronic pain, degenerative disk disease, bone density or osteoporosis or tooth dental bone related health issues. I also did not have soft tissue problems like myalgia chronic pain or neurological issues. The damage caused by the infection over a long period of time is systemic and potentially fatal. Health decline without explanation causes significant anxiety and depression. Time loss from living a quality of life due to unexplained illness that cannot be found unless a pathology can be conducted post implant removal this goes undetected while women search for medical help with no positive outcomes so health continues to decline. Breast implant disease is real but is a system disease that happens over time and is unseen. To date there are no tests but this rare infection that attacks the body it is bacteria born from body response of the implant themselves. It attacks the calcification process while the capsule forms over the implant over time. The body auto immune response along with the infection impact soft tissue causing damage to muscles and joints over time. Fibromyalgia is directly related since the soft tissue is attacked. The implants cause system damage to the body over time. Bone and soft tissue diseases are directly related to the rare infection. Mental health is impacted from the long term duress of systemic health deterioration. Long term studies must be conducted for safety. Women suffer without answers because this undetected rare infection is only found thru a tissue culture post breast capsulectomy. This procedure is not offered at breast implant removal and must be requested by the patient. Most patients will not request this because they do not know. The killer is the rare bacteria that develops over time in the capsule membrane and leaks into body systems through the blood wreaking havoc. FDA safety report ID# (B)(4).